Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history review was performed, and no abnormalities were found. However, based on the verbatim, the probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of end cap. The air vent may be choke during molding and cause hot air to be trap. This affects the material flow to the final fill area at luer cone tip.

Event description:
It was reported that the bd venflon¿ pro safety IV cannula with instaflash¿ leaked at the hub junction during the flush. The following information was provided by the initial reporter, translated from swedish: "during setting of the green pvc, a leaking out of the white plug occurs when flushing."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety IV cannula with instaflash¿ leaked at the hub junction during the flush. The following information was provided by the initial reporter, translated from swedish: "during setting of the green pvc, a leaking out of the white plug occurs when flushing."